Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that a patient had a distal radius fracture. On (B)(6) 2012, the doctor performed the removal of va-tcp and found the screw was broken. All of the screws were removed as well as the screw left in the bone after cutting out the bone around the screw by k-wire. The doctor found that the screw had been broken right under the screw head. The doctor thinks that the screw might have been broken in the process of bone healing. He was not able to make a final decision of the result from the treatment with the x-ray images. This is report 1 of 1 for complaint (B)(4).